Manufacturer narrative:
(B)(4). Insulin pump received with severely cracked and bleeding liquid crystal display glass. Unable to perform the displacement, pump received with cracked case at the display window corners, cracked liquid crystal display glass window, cracked belt clip slot and broken reservoir tube lip. Insulin pump passed the displacement. The test infusion set and reservoir does not lock into place.

Event description:
Information received by medtronic indicated that the insulin pump was cracked through the screen causing a black shadow mark across the it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.